Event description:
Consumer alleges his humidifier caught on fire. No injury or property damage was reported with this incident.

Manufacturer narrative:
This product is in our possession, but has not been examined yet.